Event description:
It was reported that this right atrial (ra) lead had dislodged. Subsequently, a revision procedure occurred. The ra lead was successfully repositioned and remains in service. No additional adverse effects were reported.